Event description:
It was reported that since the last follow-up appointment, a substantial decrease in battery longevity was noted from this device. Boston scientific technical services was contacted and recommended device replacement within 90 days. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.